Event description:
The account alleged that the brakes were not locking. No pt impact.

Manufacturer narrative:
The tech found that the brakes were not set all the way on the bed, user error. The tech set the brakes to resolve the issue.